Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results from one pt with the inratio meter compared to both the pt's meter (type unk) as well as to a vein-puncture at the laboratory. Results as follow: date: (B)(6) 2013, patient's meter: (8.0), inratio: (4.0), laboratory: (8.0). Type of pt's meter is unk. Vein-puncture at the lab. Info regarding the time between testing was not available; however, tests were all performed on (B)(6) 2013.